Event description:
It was reported that prior to starting (no ports placed) a da vinci-assisted surgical procedure, the customer stated the robot wouldn¿t turn on. The technical support engineer (tse) walked the customer to identify if the patient side cart (psc) ac breaker switch was physically damaged and the switch was not present. The tse walked customer to confirm the white power button had no backlight, and then through an emergency power off (epo) of the psc and then the psc was powering on (since the vision side cart (vsc) was powered on) and battery led was flashing red to indicate low battery backup and a message on the screen regarding battery backup. The customer confirmed that the ac power outlet was functional, but they were not able to determine if the ac breaker was in the up or down position. The tse suspected the damaged breaker was in the down/off position and that the customer did not have an interface available to place in the up/on position. Field service engineer (fse) to follow up. Later on, the fse called back and reported the biomed was able to get the breaker back in the up/on position and now the customer was getting error the tse recommended to emergency power off (epo) the psc and then power off the vsc and then un-epo the psc and power the system on together. The tse advised the psc battery will likely error and need to be charged. The tse also advised if the breaker on the psc should trip there was no interface for the customer to place the breaker back in the on position and be sure the customer was aware of this if they were planning to use the system prior to breaker part replacement. The procedure was aborted with no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced circuit breaker on the psc. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.